Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018 the patient felt a "rapid heating sensation (at the pump site) and was uncomfortable" during an magnetic resonance imaging (MRI). The patient pressed the emergency evacuation button to abort the MRI. The hcp stated that the patient was doing "ok this morning ((B)(6) 2018)". On (B)(6) 2018, the patient was not experiencing the sensation. It was unknown how long or how often the sensation was felt. Troubleshooting was not performed due to lack of access to the product.